Event description:
Vns pt was hospitalized due to breathing problems. It was reported that the pt was having 52-60 shallow breaths per minute. It was also reported that the device seemed to be sending "jolts" to the pt's stomach during stimulation on cycles. Treating neurologist indicated that the event only occurred one time and that it was respiratory-related. The pt reportedly had severe respiratory problems before vns implant. The pt is reportedly doing fine.